Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer stated that the sensor was damaged. Customer stated that they tried to calibrate with a 400 mg/dl blood glucose but the insulin pump asked to change the sensor. The device will not be returned for analysis.